Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor broke when attempting to remove from pedestal. It was also reported that to have bled when inserting sensor and to have received a calibration error alarm. Customer was advised that sensor would be replaced.

Manufacturer narrative:
Evaluated one random opened/used partial enlite sensor and performed continuity resistance test. Found sensor passed per specifications. Performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Unable to confirm needle complaint due to customer did not returned insertion needles only sensors.